Event description:
It has been reported that during a total knee arthroplasty, the femoral component that was to be implanted was found to have a crack in the sterile packaging. A new femoral was opened and implanted. This caused a delay of forty-five minutes.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional and corrected information. Updated: corrected: the reported event is not confirmed. No product or photos were returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) identified no discrepancies. Implant compatibility is not applicable. A definitive root cause cannot be determined with the information provided for this complaint. Complaint history review identified that this device and failure is in scope of corrective and preventive action that has been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a total knee arthroplasty, the femoral component that was to be implanted was found to have a crack in the sterile packaging. There was a greater than thirty (30) minute delay to the procedure, as the surgeon had to implant a cemented femoral component, rather than an uncemented as previously planned.